Manufacturer narrative:
The devices were not returned for evaluation. However, images of the reported event have been received. Thus, the reported event could be confirmed. Sales rep has mentioned the fracture was noticed 3 months post operatively. The fracture was confirmed to be through the native mandible. In a recent follow-up, the sales rep has stated that ¿(¿) the patient left to go to another hospital for a potential fibula reconstruction. There has been no contact since.¿ additional documentation such as x-rays images have been reviewed by stryker¿s medical expert. He has stated ¿(¿) unless there was a small gap between the bone and the plate at the screw insertion site, I have no cause for the fracture. If there was a small gap, tightening the screw could provide a bending force on the bone that could cause the fracture. (¿)¿ he also mentioned that ¿(¿) if it¿s through the ramus it could be due to poor bone quality or tumor infiltration. (¿)¿ conclusively, the exact root cause of the reported event could not be determined. Based on statistical evaluation there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Therefore, no further corrective and / or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend. Should further information be available, the investigation will be re-evaluated. H3 other text : device is not available for evaluation.

Event description:
It was reported by a company representative that a custom plate was implanted. It was noticed post-operatively, the mandible had fractured and the screws and moved away from the plate.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device not available for return.

Event description:
It was reported by a company representative that a custom plate was implanted. It was noticed post-operatively, the mandible had fractured and the screws and moved away from the plate.